Event description:
Hospital reported that the smartsite valve cracked and broke apart. The valve is used on PICC line. There was no pt harm or medical intervention required. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with eval results should the device be received.